Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint by system logs, nor could the issue be reproduced during in-house testing. The iesu was tested using an in-house system and the unit energized, cauterized and recognized instruments. No issues were found that would be related to the reported event.

Event description:
It was reported that during a da vinci-assisted surgical incisional hernia ipom procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they were unable to get the bipolar energy to work. They also had the same issue in the prior (separate service request to be created). The customer mentioned that they replaced the instrument and bipolar cables but that did not resolve the issue. They were not trying to use the bipolar during the call, so they were unable to troubleshoot. The tse advised power cycling the erbe generator when they were able to. They have an arm number on the erbe rather than a question mark. The logs did not indicate any issues with the erbe. The procedure was completed and with no reported injury.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found the unit was working correctly during the functional testing and there were no errors found in the system logs related to the reported event.

Event description:
Refer to h11 for follow-up information.